Manufacturer narrative:
The reported 72202468 fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment showed a bent delivery needle. Depth limiter was cut to the surgeon desired length. Ts were returned with cut sutures. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair surgery, after deploy of t1, t2 of the fast-fix deploy prematurely. T2 deployed through the meniscus. Both t's were removed. There was a delay between 0-30 min. The procedure was completed with a s&n backup device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.